Event description:
It was reported that while attempting to implant the trulign lens a capsule tear was noted. The lens was removed without incision enlargement and no sutures were required. Please ref MDR# 2031924-2014-00010 for the intraocular lens.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.